Event description:
The pt was enrolled into the program in 2004. Target lesion 1 was identified in the mid lad with 95% stenosis and was 6 mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with placement of a 2.5x8 mm taxus stent, with 0% residual stenosis. Target lesion 2 was identified in the proximal lad with 70% stenosis and was 6 mm long with a reference vessel diameter of 2.5mm. Target lesion 2 was treated with placement of a 2.5x8 mm taxus stent, with 0% residual stenosis. Target lesion 3 was located in the proximal cx with 80% stenosis and was 6 mm long with a reference vessel diameter of 2.75mm. Target lesion 3 was treated with predilatation and a 2.75x8mm taxus stent, with 0% residual stenosis. During this procedure, the 1st om was also treated with a guidant pixel stent. The pt was discharged the next day on asa and plavix therapy. Six days later pt presented to e.r. Of non-enrolling hosp with a sternal chest pain associated with nausea and vomiting, diaphoresis, dyspnea, and dizziness. ECG indicated normal sinus rhythm with frequent premature ventricular complexes and st segment elevation consistent with inferior injury or acute infarct. The pt became unresponsive in the e.r., was intubated, and developed ventricular fibrillation. Acls was initiated. Multiple attempts at defibrillation were unsuccessful in restoring normal sinus rhythm; the pt demonstrated agonal rhythm and pulselessness without CPR. Acls was discontinued same day @ 10:35. An autopsy was not performed. Cause of death is "massive mi, suspected occlusion of circumflex artery."

Event description:
Same case as MFR# 6000089-2004-01561 and 01563. Clinical study: it was reported that 7 days after a coronary drug eluting stenting treatment procedure the pt expired. The pt was admitted in 2004. The physician placed a guidant pixel stent in a 2.5 mm, 95% stenosed mid left anterior descending (lad) artery lesion. This caused a proximal dissection. The physician placed 2 taxus express2 8.8% 2.5 x 8 mm drug eluting stents in the mid and proximal lad to repair the dissection. After predilatation, the physician placed a taxus express2 8.8% 2.75 x 8 mm drug eluting stent in a 2.75 mm, 80% stenosed, mildly calcified, moderately tortuous bifurcated circumflex (cx) artery lesion. The pt was discharged the next day on plavix and asa. Six days later it was reported that the pt expired. The cause of death is reported as a "massive myocardial infarction, suspected occlusion of the cx artery." No autopsy has been performed. In the opinion of the physician the target vessel was related to the death.